Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fill resistance was experienced. Reportedly, skipping the air removal step of the load sequence resolved the issue. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.